Event description:
It was reported that the patient with this artificial urinary sphincter (aus) developed erosion due to the cuff being too small. The aus was explanted. There were no additional patient complications reported.